Event description:
Reporter stated the infusion sets leaked insulin at the connector and this resulted in elevated blood glucose levels. The lot number was not provided, and the patient reported the infusion sets would not be returned for evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.